Event description:
The home patient reported a 2240 alarm during automated peritoneal dialysis with the homechoice machine. The patient reported difficulty with their solution bags. Patient reported that they disconnected one bag and "put a new one" while still connected to the homechoice set. The pt discontinued treatment and set up with new supplies. There is no patient injury or medical intervention reported by the pt.